Manufacturer narrative:
A follow-up appointment was scheduled for a later date. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. No adverse patient effects were reported.